Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Device not returned to manufacturer.

Event description:
It was reported that the patient presented with persistent knee pain seven years after total knee replacement. A bone scan indicated increased uptake in the proximal tibia. The tibia was removed and replaced with the components listed above.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding pain involving a series 7000 standard tibia was reported. The event was not confirmed. Device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: a complaint history review confirmed no other similar events for the reported lot. Conclusions: the exact cause of the reported pain could not be determined due to a lack of information. Further information such as the reported device, medical records, and x-rays are needed to complete the investigation for determining the root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device.

Event description:
It was reported that the patient presented with persistent knee pain seven years after total knee replacement. A bone scan indicated increased uptake in the proximal tibia. The tibia was removed and replaced with the components listed above.